Manufacturer narrative:
The device was received for evaluation. The silicone disk was stuck down into sample site housing . The edge at the top of sample site housing appeared not bent down and inwards. No other visible defect or damage was observed from the unit. Based on the evaluation results the failure was found to be related to the silicone disk being stuck down into the sample site housing rather than the sampling site septum dislodged/detached as initially reported. If the septum or rubber from sampling becomes stuck or difficult to move, this may impact the ability to perform blood sampling, or may result in a small amount of blood or fluid loss. If unable to be resolved, the device will have to be exchanged with minor delay in monitoring/treatment. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Event description:
As reported, after arterial blood draw for blood gas testing with this vamp system, the sampling site septum slipped into the tubing causing blood leakage. The blood leakage was minimal and no additional intervention was needed. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.